Manufacturer narrative:
Manufacturing review: the product lot number was not provided; therefore, the device history records were not reviewed. Visual inspection & functional/performance evaluation: the device was not returned; therefore, no visual inspection or functional testing of the device was performed. Medical records review: medical records were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: the device was not returned. Images and medical records were not provided. The investigation was inconclusive for the reported event. Based upon the available information, the definitive root cause was unknown. Labeling review: the current IFU (instructions for use) states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately 12 years post deployment of a vena cava filter, during a scheduled retrieval, it was discovered that three of the filter arms allegedly detached, one arm was located in the right ventricle. The filter and two of the detached arms were captured and retrieved, including the arm in the right ventricle. One arm was retained extravascular. There was no plan to remove the detached arm. The patient was asymptomatic. There was no reported patient injury.

Manufacturer narrative:
No device, no medical records and no images have been made available to the manufacturer. As the lot number for the device has not been provided, a review of the device history records could not be performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately 12 years post deployment of a vena cava filter, during a scheduled retrieval it was discovered that three of the filter arms allegedly detached, one arm was located in the right ventricle. The filter and two of the detached arms were captured and retrieved, including the arm in the right ventricle. One arm was retained extravascular. There was no plan to remove the detached arm. The patient was asymptomatic. There was no reported patient injury.